Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had undergone an emergency aortic root surgery and mitral valve replacement. A full system extraction was done due to the recent surgery. This lead was explanted and a new lead was placed. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right atrial (ra) lead had undergone an emergency aortic root surgery and mitral valve replacement. This lead was surgically abandoned and a new lead was placed. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient did not exhibit any device-related patient symtom/condition. This report is being filed to correct the b5: describe event or problem.